Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with a haptic that came out of the bag and positioned behind the iris. This was noticed when the patient presented with 20/150 vision post-operatively. The patient went hiking at a high elevation prior to this event. The patient was taken back to surgery 4 days later to move the haptic and rotate the lens to the correct axis. Additional information was requested.